Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation therapy during a patient event. The customer advised that with the use of the patient's internal pace maker they were able to get the heart back to a correct arrhythmia. This issue is patient related; however there was no adverse patient outcome reported.